Event description:
During acl reconstruction, tip of arthrotek bone mulch screw, 10.5 mm x 20 mm broke off. The bulk of the screw was removed and discarded, although the very tip of the screw was unable to be removed.